Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, transient ischemic attack occurred. The patient fully recovered the following day to the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, transient ischemic attack occurred. It was noted that air may have flushed into a sheath. The patient fully recovered the following day to the procedure. No further patient complications have been reported as a result of this event. (B)(6) 2017, 10:11:54: incoming information indicated that the hospital staff flushed air into the sheath while attempting to draw blood.

Manufacturer narrative:
Event summary: the patient data files showed at least twelve applications were performed with catheter 2af284 / 35598-48 without any issue on the date of the event. This case is a clinical issue encountered post procedure (transient ischemic attack) the reported balloon catheter 2af284 / 35598-48 involved during the case was not returned. In conclusion, this is a case related to a clinical issue (transient ischemic attack). Unable to investigate the air ingress issue as the balloon catheter involved during the case was not returned for investigation. If information is provided in the future, a supplemental report will be issued.